Manufacturer narrative:
Investigation indicates the root cause of the reported issue is: chemical indicator ink has a viscosity which is too high for manufacturing equipment. Hich viscosity ink becomes stuck to applicators, resulting in splatter throughout the process. The current manufacturing process lacks specification for ink viscosity. Immediate corrections have been put in place at the manufacturing site including manufacture. Increase in quality control sampling of filters to no less than every 30 minutes of manufacturing along with enhanced training and visibility of this issue to operators trained in filter manufacture. Investigation of the makeup of the splatter is the same ink as the chemical indicator ink, due to the visible confirmation of the ink color transition post-sterilization, and is not a contaminant nor a deficiency which affects the functionally of the product. The issue has been elevated to a CAPA to eliminate the issue.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there were multiple spots on the filters. The spots were brownish and appeared to be like indicator dot ink stains. There was no patient harm.